Event description:
Ligasure being used was sticking to the tissue and the jaws weren't opening as expected. Manufacturer response for ligasure blunt tip, covidien ligasure (per site reporter). Manufacturer provided rga# and product return packaging.